Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the original cuff placed in 2003 worked for years. The physician suspects that an urethral atrophy caused the patient to begin leaking over time. An artificial urinary sphincter (aus) revision surgery was performed in which all components were replaced and a new cuff was implanted at a more proximal location. The original device was cycling well at time of revision but the physician feels the cuff was not initially placed in the correct location. The patient is expected to fully recover.